Event description:
It was reported that: the surgeon placed two xia3 7.5 x 30 screws in s1 and two xia2 6.5 x 40 reduction screws in l5. He placed two 40m rods in the s1 screws and locked the blockers freehanded. When he locked the rod in the l5 screws, the s1 screw heads became loose and not locked down. The surgeon manipulated the heads and they came off in his hand with rod and blockers still in place. The right screw was exchanged for another 7.5 x 30. The left side required an 8.5 x 30. Very little reduction took place for spondylolisthesis. The surgeon was very cautious to lock the remaining hardware and close.

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.